Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint was received with return of device. Conclusion - failure event observed during analysis. Final analysis found an insulation abrasion exposing the outer coil at 18.1 cm to 18.3 cm from the connector pin. The abrasion was consistent with constant friction with an implantable device. (B)(4).